Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17b015, 17e019, and 18a024. For 2 of the 3 reported events, the device was received for evaluation. The two returned devices were labeled for single use. For the first device, visual inspection revealed excess white drug precipitate inside the solution of the reservoir/balloon and also inside the delivery tubing line. When the luer cap was removed, there was no evidence of flow at the distal luer. The reported condition was verified for the first sample. The cause of the condition was determined to be excess drug precipitate. For the second returned device, visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified for the second sample. A batch review was conducted for the reported lots and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three singleday infusors did not flow. Two of the issues occurred during patient infusion, and one issue occurred during priming. Of the three events, one did not involve a patient, and two involved a patient with no patient consequences. No additional information is available.